Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This product is manufactured by zimmer biomet (B)(6) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(6) manufactures a similar device in the united states under PMA number (B)(4). Product location unknown.

Event description:
Patient was revised approximately sixteen days post-implantation due to tibia fracture. All components were removed and replaced with total knee implants.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.